Manufacturer narrative:
Device evaluation: tamper seals were observed to both be broken on bottom case and plunger assembly. Broken screw-boss on left plunger case and partially separated. Unable to review event history log due to blank screen and constant alarm. Incomplete or interrupted process uploading to v1.6.4. From base to head by customer. Blank screen with constant alarm found caused by incorrect process for software update. Software was updated to v1.6.4 to resolve the issue. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Event description:
It was reported that the pump exhibited a blank screen and keeps alarming. No patient injury was reported.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.